Manufacturer narrative:
The samples were collected in lithium heparin plasma tubes, and centrifuged for 3 minutes at 8500 rpm. A system check performed on (B)(6) 2011 failed to pass within instrument specifications. Qc was within the established ranges at the time of the event. Service was on site on (B)(6) 2011. The field service engineer (fse) stated system checks and high sensitivity system checks failed to meet instrument specifications. The fse replaced all instrument components that would be replaced during a typically scheduled preventive maintenance (pm). The fse performed a high sensitivity system check to verify instrument hardware but the test failed to pass within instrument specifications. The fse replaced the incubator belt and verified the belt alignments. The fse verified hardware after service was completed by performing a high sensitivity system check and a routine system check. Both tests passed the instrument specifications. Although several hardware issues were addressed, a definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result, above the ami cut off, generated by access 2 immunoassay system for one patient sample. The result was reported out of the laboratory. Repeat analysis produced results within the normal reference range. The results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.